Event description:
The hospital emergency room staff used the device to monitor a patient during transfer to the ccu department. The patient had been converted from ventricular fibrillation prior to arrival at the hospital. The unit allegedly lost power while in the elevator. There was no adverse affects to the patient as a result of the alleged malfunction.